Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device upgrade, there was loss of sensing and low pacing impedance observed on the atrial lead when connected to the replacement device. The atrial lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.